Event description:
During a angioplasty with stent placement procedure, a balloon was inflated and the artery was opened. The physician was pulling the choice plus guide wire out to place a cypher stent and the wire broke. It is further reported that it looked like a hook on the end of the wire. The lesion being treated was in the obtuse marginal branch (om) coronary artery. A surgeon was consulted and it was decided to leave the choice plus guide wire in the pt (in the om). It is further reported that they have not experienced this before. A twin pass catheter was used to get the wires into the arteries. The cypher stent was attempted to be implanted, but the stent was not deployed. When the cypher was removed the stent struts were flared. The procedure was not able to be completed and the pt was still having pain. Pt status is reported as "fine" 5 days after the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.